Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a modular cable exchange on (B)(6) 2022. The patient's international normalized ratio (inr) was 2.34 and the patient was asymptomatic. The patient was kept overnight for observation and discharged on (B)(6) 2022. A review of the log files revealed routine events, there were no notable alarm conditions or parameter changes. The reason for the modular cable exchange was fatigued outer covering of the modular cable with a large locality of exposed/unprotected interior wires.

Manufacturer narrative:
Main investigation conclusion . The evaluation of the returned modular cable confirmed damage to the outer jacket layer, as well as discoloration of the inline and controller connector bend reliefs. Although a specific cause for the damage or discoloration could not be conclusively determined, it did not appear to have contributed to any electrical issues. Examination of the returned modular cable, lot number 6919878, revealed a tear in the outer jacket layer approximately 6" from the controller connector that exposed the underlying armor layer. The controller and inline connector bend reliefs both revealed discoloration. The controller and inline connector pins were unremarkable. Upon disassembly of the cable, examination of the underlying layers revealed no areas of damage. The report of wire exposure could not be confirmed through this evaluation. The modular cable passed electrical testing, in the condition that it was received, without issue. The submitted log files captured the pump operating as intended at the set speed. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. The relevant sections of the device history record of modular cable, lot number 6919878, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.